Event description:
Medtronic received information that 1 day after implant of this transcatheter bioprosethetic valve, the patient had a chest x-ray that revealed a right lung pneumothorax and a small heimlich chest tube was placed at bedside. (B)(4)this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).